Event description:
It was reported that the handle that held the syringe in place was broken. The device kept saying "check syringe plunger sensor." This alarm event pauses the delivery of the pump until the error is addressed. The event occurred upon power on, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the handle that holds syringe in pace, is broken. Keeps saying check syringe plunger sensor¿ was verified during visual inspection finding the right plunger case force sensor gasket damaged and torn. The pumps alarm history was reviewed, and no alarm errors were recorded. The pumps plunger case assembly was replaced. The pump was recalibrated and tested passing all performance verification testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.